Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The occlusion and excessive no delivery tests were unable to be performed due to prime/fill anomaly. The insulin pump passed the displacement test. The weak signal alarm was unable to be tested along with the calibration error due to prime/fill anomaly. The insulin pump had a cracked case at the display window corner on the upper right corner. The device had no cracks on the display window and no damage on the lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose levels, prime anomaly and damage on the insulin pump. Customer's blood glucose level went as high as 432 mg/dl. Customer's mother advised during the prime process the insulin continued to drip. Customer advised when they released the act button during the prime process insulin did not stop coming out. Troubleshooting for cosmetic damage was performed. Customer advised the device had a crack near the display screen as a result of being dropped. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.